Manufacturer narrative:
Investigation results: the visual inspection showed that the cold silicone jaw boot was starting to peel away from curved metal jaw. No residual adhesive was observed on the curved metal jaw. Upon reassembly of cold jaw boot, it formed a complete assembly. Resistance measurements were within specification. No non-conformities were found during the functional test when opening and closing the jaws by toggle switch actuation on the handle. The pre-cautery test also showed no electrical non-conformities. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder was removed from the leg to clean the jaws and the harvester noticed that the plastic insultation on the jaws were beginning to peel and separate from the jaws. No piece fell off, nothing fell into the patient, no foreign material required retrieval. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.